Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer disconnected from the pump temporarily and had not remembered to stop insulin delivery. Customer stated that there was a puddle of insulin around the pump due to possibly not stopping insulin delivery. The customer reported receiving an altitude alarm. The customer attempted to reload the cartridge but was unable to resume therapy. During follow up with tandem technical support, the customer was able to clear the alarm and resume insulin delivery. The customer's blood glucose level was not impacted.